Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with an implantable neurostimulator reported that they had a loss of therapy. It was reported that the stimulation ¿goes off¿. Patient reported that the leads are in the neck and when they move their head certain way the stimulation get stronger. Patient reported that the neck movement is not related to the stimulation going off because it happened when they were just walking. Patient stated that change in stimulation is not related to positional movement. Patient reported that they were having intermittent stimulation. The patient reported that they have checked the ins with the patient programmer and the ins is on. The patient indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.